Event description:
A healthcare specialist from the home healthcare company reported, "vent not cycling. No alarms going off. Caregiver bagged patient. When I arrived to swap vent, vent was working and connected to patient". Not aware of any patient harm. The ventilator was running on ac power at the time of the event.